Event description:
A (B)(6) pt called zoll customer support to report that she was receiving a service code 204 and her electrode belt connector would not stay latched to her monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, belt connector won't stay latched) was confirmed. Upon investigation the electrode belt's trunk cable connector would not stay latched, disrupting communication with the monitor and causing the reported service code 204. The cause for the failure was isolated to a defective trunk cable connector. The root cause for the latching problem was a manufacturing defect. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.